Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat degenerative joint disease with natural full thickness cartilage wear and valgus malalignment. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes the patient¿s naturally occurring bilateral valgus gutter arthropathy required he place the femoral component in 6 degrees of valgus to ensure proper alignment with the tibial try and the right leg. The procedure was completed without complications. Patient received a left knee revision to treat persistent pain secondary to loosening of the tibial tray and femoral component. Upon entering the knee, the surgeon identified and debrided periarticular scar tissue and synovitis. The femoral component was slightly loosened at an unknown interface. Osteolysis on the lateral femoral condyle was debrided. The tibial tray was loose and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was implanted with a depuy knee revision system. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.